Manufacturer narrative:
D3- date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pain at ipg site as the ipg had flipped inside the pocket. As such surgical intervention took place on (B)(6) 2024, where the ipg was repositioned. Therapy was restored and issue of pain was resolved.